Event description:
It was reported that the patient underwent splenectomy on (B)(6) 2015 and absorbable hemostat was used. During the procedure, the physician placed a piece of absorbable hemostat. Following the procedure, that patient developed a fungal infection at the site where the absorbable hemostat was placed and the patient was re-operated on (B)(6) 2015. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.